Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for difficult removal and tissue damage. It was reported that the patient underwent a mitraclip procedure, performed to treat mitral regurgitation (mr) and functional tricuspid regurgitation (tr). The mitral valve procedure was successfully performed with implant of two mitraclips. The procedure continued with use of the mitraclip steerable guide catheter (sgc) in the tricuspid valve. The mitraclip clip delivery system (cds) was advanced, as treatment of the functional tr of grade 4; however, the cds was noted to be a "septal hugger" and the trajectory was incorrect for placement on the tricuspid valve. The clip was successfully navigated back into the sgc. The physician removed the sgc and cds together as a single unit; however, the sgc was removed from the stabilizer and during removal, the cds handle advanced forward, with the clip exiting the sgc. The clip became caught on the sgc tip. Troubleshooting was performed and the clip was able to be released from the guide tip. The clip arms were able to be retracted back into the sgc; however, the clip "nose" remained outside of the sgc. During removal, the device seemed to get held up and then released without difficulty. When removed from the anatomy, the clip was examined. It was noted that there was some tissue in the clip. Per physician, the tissue was likely a valve from the vein, and was the cause of the cds getting caught in the patient anatomy during removal. No damage was noted to the sgc. The patient was monitored, but was in stable condition post procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of unspecified tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. It should be noted that, per the indication for use section of the mitraclip system instruction for use (IFU), "the mitraclip system is a device indicated for the percutaneous reduction of significant symptomatic mitral regurgitation." In this case, the device was used on a tricuspid valve which is an off-label use and the off-label used appears to have contributed to the reported difficult to insert. The investigation determined the reported off-label use was due to the device being used on a tricuspid valve and the reported difficulty to insert appears to be related to the off-label use. The reported unintended movement (cds handle advanced forward during removal) appears to be due to user technique and the difficulty removing (clip became caught on the sgc tip) was due to the unintended movement. The tissue injury appears to be related to procedural condition. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.